Manufacturer narrative:
The reported malfunction was observed and the lcd display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.